Event description:
Items involved: bard cautery, cameron miller forcep, johnson & johnson surgikos drape and gown.the cautery forcrp fell between the or table and scrub technician. As scrub technician leaned over the patient to assist the surgeon, the cautery unit was activated. The circulating nurse heard the cautery being activated, and noted the surgeon was not using the cautery. As the circulating nurse walked around the table to the side where the scrub technician was standing, the scrub technician's gown caught on fire. The scrub technician put out the fire with an asepto syringe filled with normal saline and his gloved hands. The patient sustained a second degree burn 5cm x 15 cm to the right upper thigh. A wet towel and ice bag were applied. A burn consultant was called in and burn was treated with silvadine cream and dressings. The scrub technician was not burned.note: this facility sent in a corrected copy w/semi annual report disclosing the manufacturer as being johnson & johnson and the device in question as being a surgical drape & gown. This same info. Is captured in the original report except the mfg & device are differentdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. Date last serviced: 01-oct-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: failure to follow instructions. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded, user education provided, other. Invalid data - on device destroyed/disposed of status.